Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016-reported per ms&s that a PICC nurse was attempting to place a powerpicc 3 cg, she placed the 21 ga introducer needle and the 0.018" wire and when she tried to advance, the wire hit resistance. She removed the wire and it was reportedly bent. She obtained another wire and passed it and again hit resistance. She attempted to remove the wire and it became stuck and she was unable to do so. Customer contact went to the facility and determined that the wire was stuck in the tissue of the arm at the needle insertion site, made a small cut and the wire came out. It was noted that the wire was in a loose knot on the end. She placed a midline into the patients other arm and also hit obstruction but was able to pass the midline successfully.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the guidewire was confirmed and the damage reportedly occurred during use. One 0.18 inch nitinol guidewire was received in its hoop. The hoop was intact but the tip straightener was not attached to the hoop and was not returned for evaluation. Blood residue was visible on the guidewire, which indicates that the product was used. A kink was visible on the section of wire that extended from the guidewire hoop. The guidewire was kinked 1.3cm from the distal weld tip. A microscopic examination of the guidewire reveals dislocations in adjoining coils at the kink site. The core wire is visible between adjoining coils at the kink. It was reported that the wire hit resistance while advancing the guidewire through the needle and while removing the guidewire, it bent. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezj0897 showed no other similar product complaint(s) from this lot number.